Event description:
Caller reported damage to tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. The damaged charging supplies were replaced by cts using 2-day shipping.